Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected failed battery test or battery failed alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test, replace battery now alarm and low blood glucose levels. Customer¿s blood glucose level was 30 mg/dl. Customer treated their low blood glucose levels via food. Troubleshooting was performed. Customer advised the auto mode feature was on and automatically delivering insulin during the low blood glucose event. Customer received a replace battery now alarm without a low battery alert and this issue recurred for a second time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.